Event description:
It was reported that on (B)(6) 2025, a 35mm navitor titan vison (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system. Patient presented in sinus rhythm. Length of membranous septum was 1.5mm. Upon initial crossing of the valve with a safari xs guidewire, the patient went into complete heart block and pacing was administered. Ultimately the 35mm navitor vision valve was implanted, however due to challenging anatomy with a horizontal aortic root of 66-69deg, the valve had to be recaptured and repositioned multiple times. More than three recaptures total were performed and physician was aware this was against IFU. Final implant depth was 6mm on non-coronary cusp (ncc) side and 7mm on the left coronary cusp (lcc) side with trace to mild perivalvular leak (pvl). Post implant the patient remained in complete heart block, so a temporary pacemaker was placed with the intention of placing a permanent pacemaker post procedure. On (B)(6) 2025, a permanent pacemaker was implanted.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block and instructions for use (IFU) deviation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause for the reported event appears to be due to procedural circumstances, as the patient went into heart block upon crossing the valve with a non-abbott guidewire prior to the insertion of the valve. The reported improper or incorrect procedure or method is due to the user recapturing the device more than three times. In this case, it is unknown if the IFU deviation caused or contributed to the reported complaint; therefore, a letter will not be sent to address the deviation. The reported unexpected medical intervention and surgery are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.